Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vt and thrombus could not be determined as the device was not returned nor sufficient clinical details.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of left ventricle (lv) thrombus: ¿9/3/24 lv thrombus on echo¿ for a 64-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. The patient outcome was not provided. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of ventricular tachycardia (vt): ¿cardioverted¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿